Manufacturer narrative:
(B)(4). It was reported that the patient¿s fluid was clear and the patient had recovered from the peritonitis event. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for peritonitis with injection reflin, (1 gram, once a day, intraperitoneally) and injection tobramycin (80mg, route and frequency not reported). At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).